Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on multiple lead contacts. The patients stimulation was reprogrammed, however, the patient later underwent a lead replacement procedure. Visual inspection revealed lead breakage at the anchor site. Additional information was received that the patient experienced a loss of stimulation due to the broken lead. The patient is doing well post operatively and has adequate pain relief.

Manufacturer narrative:
Explant date is between (B)(6), 2019 and (B)(6), 2020.

Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed.visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead is bent after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on multiple lead contacts. The patients stimulation was reprogrammed, however, the patient later underwent a lead replacement procedure. Visual inspection revealed lead breakage at the anchor site. Additional information was received that the patient experienced a loss of stimulation due to the broken lead. The patient is doing well post operatively and has adequate pain relief.

Manufacturer narrative:
Explant date is between (B)(6) 2019 and (B)(6) 2020.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on multiple lead contacts. The patients stimulation was reprogrammed, however, the patient later underwent a lead replacement procedure. Visual inspection revealed lead breakage at the anchor site.